Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, when the safety disk was installed in the cardiosave intra-aortic balloon pump (iabp) units safety disk malfunctioned 1. The pim test item membrane diff prs was ng.

Event description:
It was reported that, when the safety disk was installed in the cardiosave intra-aortic balloon pump (iabp) units safety disk malfunctioned 1. The pim test item membrane diff prs was ng. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. A getinge field service engineer(fse) evaluated the unit. The fse replaced the safety disk (d202-00-0140). The maquet failure analysis and testing dept.(fat) received safety disk, with a reported unit failure of a safety disk malfunction. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test. Part failed the pim leak test portion. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during repair work, when the safety disk was installed in the cardiosave intra-aortic balloon pump (iabp) units safety disk malfunctioned 1. The pim test item membrane diff prs was ng. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) medical center

Event description:
N/a